Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Troubleshooting was done for insulin pump error alarm. No further details were given. Customer stated when she called yesterday she advised the technician there was moisture under the insulin pump's screen. Customer also stated there were also 2 lines running down the screen and when she tried to clear the errors yesterday the buttons were hard to push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial display or missing segments due to cracked lcd glass. Unable to performed displacement due to display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 23, and pump error 24 alarm due to partial display segments anomaly. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails